Event description:
It was reported that immediately following the implant procedure after wound closure, this right atrial (ra) lead exhibited loss of capture. The physician elected to surgically explant and replace the ra lead to resolve the event and no additional adverse patient effects were reported. The lead is expected to be returned for analysis, but has not yet been received.

Manufacturer narrative:
This report is being submitted to provide updated information in section 3.1 nature of incident.

Event description:
It was reported that immediately following the implant procedure after wound closure, this right ventricular (rv) lead exhibited loss of capture. The physician elected to surgically explant and replace the rv lead to resolve the event and no additional adverse patient effects were reported. The lead is expected to be returned for analysis, but has not yet been received.